Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 4 for the same event. It was reported that during an ear nose and throat (ent) procedure, it was observed that the motor device, while used with the attachment device, broke a cutter device low on the shaft. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the external features of the returned cutter were visually inspected and observed that the flat of the cutter was broken. The cutter was examined and it was determined that excessive force had been applied. The root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force. Forceful side loading of cutting burrs may cause fracture of dissecting tool. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.